Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. It was also reported that the right atrial (ra) lead was damaged during surgery. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: (should be (B)(6) 2017). If information is provided in the future, a supplemental report will be issued.